Event description:
It was reported that a control-a-flo regulator set over infused while in use on a patient (pt). The regulator set was set to deliver an antibiotic at 100 ml/hr (milliliters per hour), however, the antibiotic infused into the pt at a faster rate (unspecified) than what it had been set at. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number is unknown, however, the device is reported to be available but has not been received at this time. Should the device be received and evaluated or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.